Event description:
The customer reports that the needle holder jaw broke outside of the abdominal incision before use. The piece was found in the surgical drape. There was no pt injury.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.